Manufacturer narrative:
The transmitter was unable to charge due to broken pin # 7. Unable to perform the functional test due to charge anomaly and device was received with contamination on all pins.

Event description:
It was reported by the customer that their transmitter was not blinking when attached to the charger. During troubleshooting, customer was asked to charge device for 8 hours and check the device for damage. Customer stated no damage to the device and will charge for allotted time. Customer's blood glucose level was 41 mg/dl at time of reporting. Nothing further reported.